Manufacturer narrative:
This is the 2nd of 2 reports. Event date: the exact date of the adverse event is unknown. The device remains implanted.

Event description:
It was reported that one day following the treatment with the subject device in 8 patients, a new lesion was found by MRI in 3 patients, but all of them were asymptomatic. No further information was provided.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient complications are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that one day following the treatment with the subject device in 8 patients, a new lesion was found by MRI in 3 patients, but all of them were asymptomatic. No further information was provided.